Event description:
The editor of the journal "anesthesiology" notified terumo of a letter from an anesthesiologist who described an alleged needle-stock. Neither the user facility nor the anesthesiologist notified terumo or the FDA of this alleged incident. Follow-up investigation with the user facility revealed the following description of the event: (1) a nurse anesthetist used a syringe with safety needle to deliver local anesthetic to a pt; (2) she placed the syringe with safety needle on the pt's bedside, but did not attempt to close or activate the safety sheath feature since the needle was to be used again; (3) the attending anesthesiologist (author of the letter) picked up the safety syringe and was stuck; (4) the nurse anesthetist stated that the safety device did not contribute to the incident in any way and the anesthesiologist confirmed that this event description was accurate. The anesthesiologist decided to initiate precautionary anti-infectious disease treatment for himself.